Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high threshold measurements with intermittent loss of capture and a few seconds of pacing inhibition post implant. Undersensing of r-waves was also observed. These observations were attributed to a lead dislodgement. Originally a revision procedure was scheduled, however the field representative stated that the rv lead measurements greatly improved the following morning so no revision procedure was performed. The patient was monitored for three additional days with no changes in measurements. No adverse patient effects were reported.